Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no reported adverse impact to customer¿s blood glucose. Customer reportedly will resume insulin delivery at a later time, but declined to complete troubleshooting with tandem technical support.